Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the devices white handles broke off when they remove it from the patient. Another device was used to complete the procedure. There was no patient injury.